Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 670 mg/dl. The customer stated that he experienced nausea and excessive thirst prior to the event. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.